Event description:
A malfunction code was reported by the customer, identified as malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, and the customer was assisted remotely.